Event description:
Olympus was informed that the user facility was not utilizing the referenced device during endoscope reprocessing. There had been no report of infection and cross contamination.

Manufacturer narrative:
An olympus endoscopy support specialist has visited this facility and provided in-service training regarding the appropriate reprocessing of endoscopes. No products were returned to olympus for eval. If add'l and significant info becomes available at a later time, then this report will be supplemented. Olympus instruction and/or reprocessing manuals provide detailed info on how to reprocess the subject endoscope. The cause of this report appears to be due to user error. This report is being submitted as a medical device report in an abundance of caution.